Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. The investigation was unable to determine a conclusive cause for the reported deflation difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified iliac artery. A 5.0 x 60 mm armada 35 balloon catheter was inflated one time with a syringe; however, when using the syringe to deflate the balloon, the deflation was very slow; although, it did fully deflate. It is unknown how long it took to deflate. A second armada 35 was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.